Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using indigo pump max canister (canister). During the procedure, the physician connected the penumbra system aspiration pump max 110 (pump max), the aspiration tubing (tubing), the canister, and a penumbra system ace 68 reperfusion catheter (ace68), and began aspirating within the patient. While aspirating, the pump max was only able to create a suction of -10 to -15 mmhg. The physician, therefore, turned off the pump max and checked each of the connections in the system, and then re-attempted to aspirate. The pump max was still unable to create a suction greater than -10 to -15 mmhg, and the physician then noticed an air leakage sound coming from near the canister filter. The physician, therefore, completed the procedure using manual aspiration and the same ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the distributor indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.